Manufacturer narrative:
Concomitant medical products: icv1011 ipg implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken and antibiotic treatment was administered. The pacing lead were explanted and will be replaced. No further patient complications have been reported as a result of this event.